Event description:
In 2006, implantation of a polaris(r) adjustable pressure valve for a normal pressure hydrocephalus (icp noted at 150 mm h20). Pressure setting on 4 (high medium). Two months later, explanation was operated due to loss of vision (transient neurological complications) and suspected overdrainage.

Manufacturer narrative:
The alleged failure cannot be duplicated. The value is confirmed and meets its specifications requirements, including operating pressures. Device history file gives a normal behavior of the implant. No corrective action if decided. Overdrainage is a known complication noted in the instruction for use.